Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a senor error while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced heat stroke, shaking, could not speak and had a seizure, and was provided food by a non-hcp for the treatment of hypoglycemia. Additionally, an unknown hcp blood glucose test was also reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A complaint was received regarding a senor error while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced heat stroke, shaking, could not speak and had a seizure, and was provided food by a non-hcp for the treatment of hypoglycemia. Additionally, an unknown hcp blood glucose test was also reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured and found within specification. An extended investigation has also been performed on the returned sensor. Further visual inspection was performed on the returned sensor puck and no issues were observed. The battery was measured once again, and the results were not within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issues were observed. The battery was measured and found within specification. An extended investigation has also been performed on the returned sensor. Further visual inspection was performed on the returned sensor puck and no issues were observed. The battery was measured once again, and the results were not within specification. Therefore, this issue is confirmed to brownout reset. Further extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h-6 (event codes) and h-10 (narrative) were incorrectly documented in the previous follow up #1 report as the DHR investigation was inadvertently omitted.

Event description:
A complaint was received regarding a senor error while wearing the adc device. As a result, on (B)(6) 2022, the customer experienced heat stroke, shaking, could not speak and had a seizure, and was provided food by a non-hcp for the treatment of hypoglycemia. Additionally, an unknown hcp blood glucose test was also reported. No further information was provided. There was no report of death or permanent injury associated with this event.